Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device is expected to be returned for product evaluation. Once received and the evaluation has been completed, the evaluation results will be submitted in a supplemental report. The device service history record review is pending and once the results are available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a discrepancy in blood pressure readings with the ev1000a platform system and the clearsight pump unit. There was before patient use. This was found while the edwards clinical field specialist was testing the components on herself. The blood pressure reading displayed on the bedside monitor was 116/58 and the blood pressure reading on the ev1000 monitor was 168/90. There were no error messages observed. There was an alert noted for an elevated map. This was the second occurrence with these components. The first occurrence for the ev1000a and pump unit will be submitted in an MDR separately. There was no patient involvement.

Manufacturer narrative:
One ev1000a platform system was received for product evaluation. The suspect ev1000 panel and databox were booted up for analysis and testing. They connected successfully without any issues noted. Both ethernet ports were tested and there were no issues identified. The touchscreen on the panel was tested and it functioned as intended. The databox was tested per the functional test and it passed with no issues noted. There was no defect found. The device history record review was completed and all manufacturing inspections passed with no non-conformances. The reported issue was not confirmed. There is no evidence or indication that a manufacturing defect is responsible for the issues; therefore, no corrective action was taken. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. Issues such as poor finger perfusion, improperly applied finger cuff, incorrectly sized finger cuff, improper application of the hrs or failing to zero the hrs sensor may lead to inaccurate hemodynamic measurements. The operators manual instructs the use on these above stated factors that can lead to inaccurate values. It is unknown if user or procedural factors played a role in the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. There is the second occurrence with the ev1000 system, refer to submission 2015691-2018-04840 for the first occurrence. Refer to submission 2015691-2018-04839 for the suspect pump unit involved in the event. The UDI is (B)(4).